Event description:
Information received from the field notes that the device exhibited a high current drain of 142ua. A software download along with various programming attempts were not successful in reducing the current drain, but increased it to 150ua. There were no consequences to the patient.